Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of reddish phenomenon, swelling, pain and mild discomfort are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 6. Side effects: injection procedure reactions to juvéderm® ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms such as swelling, induration, pain, bumps, redness, bruising and itching. Subjects mainly had mild to moderate injection-site responses. All injection site reactions completely resolved without medical intervention.

Event description:
(B)(6) FDA forwarded a report from a hospital that reported a patient with juvéderm ultra plus in the temple and nasolabial folds. After the injection, the patient developed a reddish phenomenon as well as swelling, pain and mild discomfort. Patient was treated with ice compress to relieve the symptoms. Symptoms resolved on the 2nd day. It was noted that the patient had a weak tolerance.